Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint regarding the broken wire was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega needle driver be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a wire on the mega needle driver broke while suturing. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected before use and no damage was detected. The issue was unrelated to the opening/closing or the left/right (yaw) motion of the grips or the up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument, however, no fragments fell inside the patient¿s anatomy.